Manufacturer narrative:
The arrow buttons were unresponsive due to corroded keypad traces. No display anomaly was noted. No failed battery test alarm could be verified due to the keypad anomaly. The insulin pump had moisture damage on the electronics, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due customer being in swimming pool with insulin pump. Customer reported that as a result, numbers began to scroll on screen. Customer changed batteries and received a failed battery test alarm. Customer was able to clear alarm. Customer also reported that buttons were not responding. Customer's blood glucose was 169 mg/dl. Customer was advised that insulin pump would need to be replaced.